Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cancer. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast reconstruction surgery with unknown gel breast implants experienced a unilateral breast implant rupture. Per the very limited information provided, the patient experienced a unilateral breast implant rupture and bilateral cancer. As a result, the devices were explanted on (B)(6), 2009. No further details were provided. This report is for the side of implant with cancer.

Manufacturer narrative:
On december 21, 2023, the following additional information was received regarding the event: - patient's age, ethnicity, and race have been updated under fields a2, a5 and a6 respectively - date of event has been updated under field b3 - brand name and catalog number has been populated under section d - both lot and serial numbers have been added to fields d4 since side with rupture has not yet been clarified. Supplemental report will be submitted upon receipt of additional information. - patient underwent bilateral replacement surgery with silicone breast implants. This supplemental report is for the side of implant with cancer. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 9, 2024, upon secondary review of the information provided so far and received on december 21, 2023, it was found that the lot and serial numbers provided are the replacement devices. Catalog number 3503251bc; serial number (B)(6) for the left side, and (B)(6) for the right side. Hence, following information has been updated on this form: field d1 for brand name has been updated to "unknown gel implants". Field d4 for catalog number has been updated to "unk_gel implants". Field d4 for unique identifier( UDI) has been updated to "blank". This supplemental report is for the side of implant with cancer. Manufacturer¿s reference number: (B)(4).